Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to high field settings and auto-capture mode. Further electrical and mechanical analysis did not find any anomaly and battery voltage was at eri. Longevity assessment was performed and device was found to have exceeded the estimated longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for revision of the device pocket due to discomfort from interaction of the shoulder with the pacemaker generator. Premature battery depletion of the generator was also noted. The device was explanted and replaced. The patient was discharged in stable condition.